Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon occurred due to defective printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the lack of image was due to a defective printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no signal output (no image). The issue was found during preparation for use in an unknown procedure. There were no reports of patient harm.